Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in-clinic with intermittent loss of capture. Loss of capture was confirmed via stored egms. A few days later, the patient presented to the hospital for a catheterization procedure and pocket hematoma was observed. Prior to the procedure to evacuate the hematoma r-wave undersensing and a decrease in r-wave amplitude was noted. Lead noise was also observed when the patient coughed. Fluoroscopy did not show any anomalies. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.